Event description:
It was reported, that the patient presented in clinic for follow-up. Upon interrogation, it was found, that the right ventricular (rv) lead exhibited high out-of-range pacing impedance. It was also found via fluoroscopy, that the rv lead helix was not extended from the initial implant. The rv lead was explanted and replaced. There were no patient consequences.